Event description:
It was reported experiencing a data error alert 4 after the pump was shipped. Customer's blood glucose level was not impacted. Technical support explained that some history logs might have been erased, but therapy remained unaffected, so the customer continued using the pump for insulin therapy, acknowledging and understanding the information provided.